Event description:
During the pt treatment with cosmoplast a total needle disengagement occurred and prod was lost. No injury.

Manufacturer narrative:
Medwatch sent to FDA on 5/25/2007. Allergan requested and received a lot number for this event. Upon further research this is noted to be an incomplete lot number. Further follow up with the physician noted that they were unable to provide us with any further info or clarification of a complete lot number.